Manufacturer narrative:
H11: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. It was determined that the issue reported does not meet the criteria to be reportable, as if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during an evos plate internal fixation surgery, the tips of a rdce frcps w/ pts brd were noticed to be bent. No significant surgical delay occurred due to this malfunction, as a smith and nephew backup device was available to conclude the procedure. Neither patient injury nor other complications were reported.